Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reat2121 showed one other similar product complaint from this lot number. The complaints for this lot number (reat2121) have been reported from the same facility.

Event description:
It was reported by the facility to the sales representative that a catheter was found to have a leak. Additional information received 10/28/2016 from nurse at facility: "(B)(6) 2016; when I placed a triple lumen power PICC lot# reat2121 in left arm; did not note any leaking around insertion site on placement; then on monday reported to have serous drainage around insertion site; attributed to lymphedema in left arm from mastectomy on left; normally would not have placed PICC in left arm but had been unable to thread a PICC in right arm on last two admissions; today, nurse removed that PICC because it was leaking around the insertion site and she noted a hole in the catheter in her notes on removal."